Event description:
Pt had previous catract extraction with insertion of intraocular lens, date of surgery unknown. Presents with pseudophakic bullous keratopathy. Intraocular lens removed and replaced.